Event description:
While attempting access with micropuncture by the cardiologist, the cope wire's hydrophilic tip coating was sheared in the right common femoral artery. No access was obtained on the right side. The cardiovascular surgeon was called to perform a selective cannulation of the right proximal external iliac artery and was performed from the left femoral approach. Using an ensnare the whole system was removed with constant pressure. The procedure was able to be completed with no further complications. FDA safety report ID#: (B)(4).